Event description:
It was reported that the pump touchscreen was delayed in responding to presses. Reportedly, the pump touchscreen failed to register clicks and the touchscreen blacked out. Customer¿s blood glucose was 150 mg/dl. Reportedly, customer reverted to an old pump for insulin therapy and had manual injections as alternate insulin therapy.